Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during an examination, the doctor noted that an implanted tecnis symfony toric intraocular lens (iol), model zxt150 20.0 diopter, had rotated from the starting point of 144 degrees to 145 degrees, the lens moved one axis, one degree. Also noted was that the lens was too strong for the patient, and that the patient became near sighted (myopic) in the right eye. An explant of this lens was performed on (B)(6) 2017 and replaced with a lower diopter lens, model zct225 19.0 diopter. No incision enlargement, vitrectomy, sutures, or post-operative injuries occurred. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/15/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that there were some scratches on the optic and one side of the optic was damaged. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.